Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose. Customer woke up with 504 mg/dl. Customer treated with manual injection. Customer was nauseated, ketones and vomiting. The blood glucose reading at the time of the event was 330 mg/dl. Hospital treated with IV. Customer stated that she changes infusion set every five days. The cannula was bent. Nothing further reported.